Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the heavily calcified distal right coronary artery (rca). The lesion was pre-dilated using a 2.5x20mm apex balloon. The physician tried to advance the 2.5x16mm taxus liberte stent but was unsuccessful. When the stent delivery system was removed a kink was noticed in the catheter shaft and then the shaft broke in half. The physician attempted to cross with another of the same device, but was again unsuccessful. The procedure was completed with the placement of four non-bsc stents. There were no patient complications and the patient condition was listed as "ok".

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). The severely calcified target lesion was located in the distal right coronary artery (rca). This device is contraindicated for use in heavily calcified lesions. This may have been a potential contributing factor to the complaint incident. The taxus liberte dfu states if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Additionally, if unusual resistance is felt before the stent exits the guide catheter, do not force passage. Resistance may indicate a problem, and use of excessive force may result in device damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).